Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary and bowel dysfunction and urge incontinence. It was reported that they were soaking their pads every time they turned around. The caller added that the therapy had not been working for them for the past 3 days. The agent walked the caller through connecting to the implant and increasing the stimulation. The caller confirmed that the stimulation was comfortable. The patient will maintain stimulation and monitor symptoms.(B)(6) 2024 additional information was received from the patient. The caller called back and reported that they were not getting a 50% reduction in symptoms. The caller reported that they tried increasing the intensity, but it went back down on it's own. Helped the caller increase the intensity of the call. I exited the application and connected again to confirm that the intensity remained where it was set. The caller will maintain stimulation, adjust as necessary, and call back if assistance is needed to change programs. The patient called back and reported it still wasn't working for them. They reported they would stop feeling the stimulation ("it quits"), and it did nothing for their symptoms. Patient services reviewed device description, function, programming, and stimulation considerations with the patient. The patient requested assistance in switching to a new program. Patient services walked the patient through connecting to their settings. The therapy was on, and the patient then switched to a new program and increased the stimulation to a level where they felt it comfortably in their bike seat. The patient then stated that after a few moments, they felt it really strong, but now they weren't feeling it any longer. Patient services reviewed with the patient to monitor their symptoms and reach out to their health care provider (hcp) if they still had symptom concerns. The patient stated they would monitor their symptoms for a few weeks but noted they would probably call back for assistance in changing the setting again if the therapy was still not helping. The patient called back regarding continued symptoms. The patient stated it is still not working for them, and they have to wear pads. Patient connected to ins, and as previously mentioned, the stimulation had decreased from 3.5 to 1.9 on its own again. The patient increased stimulation to a comfortable level. The patient will maintain stimulation and monitor symptoms. The patient stated they have an appointment with hcp on the 24th, and they will follow up with them if the issue persists.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that when asked what most likely caused of contributed to the issue of the settings changing on their own and the output being too high, they indicated it was because the device settings were too high. They only changed their programmer to another. They indicated that the issue is not yet resolved. On 2024-mar-01 they reported that their symptoms are worse than ever. Patient changed programs and increased stimulation to a comfortable level. Patient directed to follow up with hcp.